Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 57.9cm distal of the strain relief. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5x26mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft got fractured 60cm from the distal end of the balloon. The device was completely removed and completed the procedure with another of the same device. No patient complications were reported and patient status was stable.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 3.5x26mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft got fractured 60cm from the distal end of the balloon. The device was completely removed and completed the procedure with another of the same device. No patient complications were reported and patient status was stable.